Event description:
Meter name: surestep enhanced. Strip name: surestep. Meter code: 4. Strip code: 4. Strip storage: stored correctly. Symptoms: no symptoms. The pt's friend reported that the pt was in "intensive care for one week due to high readings and had a low reading." The meter allegedly is inaccurate erratic. Results of 465 (units not specified), hi, and hi are documented. The source of these results is unknown. The result on the hosp meter is 1900 (units not specified). The time difference between the pt's meter and the hosp meter is uknown. The treatment is unknown. The pt was cleaning meter with control solution and alcohol. No further info has been reported.